Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the was revised due to patient was bent over doing something when he felt a pop in his hip , he went to the hospital, x-ray showed a dissociated femoral head from the gladiator bipolar.